Manufacturer narrative:
Date sent: 09/24/2007. Evaluation summary: the analysis results for the instrument found that it was returned in good visual condition. The instrument was cycled, fed and formed seven conforming clips and one scissored clip. No conclusion could be reached as to what may have caused the clip formation issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, there were faulty clips. No other details were given. Used a new device to complete the procedure. There was no patient consequence.